Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately erratic and high. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient alleged that the issue began on an unspecified date and time in (B) (6) 2010. On the morning of (B) (6) 2010, the patient obtained a blood glucose result of ¿199 mg/dl¿ with the subject meter. The patient indicated he manages his diabetes with insulin and clarified he based his insulin on the result he obtained with the subject meter. It is not specified how much insulin the patient administered after obtaining the blood glucose result of ¿199 mg/dl¿. Thirty minutes later the patient specified he began to have ¿low blood sugar¿. Immediately after experiencing ¿low blood sugar¿, the patient stated he retested with the subject meter and obtained a blood glucose result of ¿45 mg/dl¿. In response to the alleged product issue, the patient indicated he ¿ate something sweet¿. During the conversation the patient also stated that throughout a span of ¿about four weeks¿, the subject meter was also reading inaccurately high. At an unspecified date and time, the patient claimed he would test his blood glucose in the evening and adjust his insulin based on the result with the subject meter. However, when he woke up the following morning (date and time not specified), the patient claimed he would have ¿low blood sugar¿ and would need to consume food and/or drink as treatment. At the time of troubleshooting, the csr verified the correct unit of measurements on the subject meter and that the blood glucose results were from the approved (per owner¿s booklet) sample site. In addition, the cca verified that the patient did not have control solution at the time of the call to test the reported products. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
(B) (4). The lay user/patient¿s products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02613, 3005099803-2010-02630 and 3005099803-2010-02631 for the other associated device information. It was reported to boston scientific corporation that four resolution clip devices were used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, in all four instances, one jaw of the clip bent backwards when they attempted to close the clip on the mucosal lining. The physician deployed two of the clips and left them in the patient to pass naturally (3005099803-2010-02630 and 3005099803-2010-02631). The other two clips would not deploy so the physician had to take the scope out of the patient and manually close each of clips in order to remove the device from the scope (3005099803-2010-02613 and 3005099803-2010-02614). The case was completed with an olympus clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.